Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen. The customer attempted to reboot after dial-in; however, there was no response, and the device remained stuck on the black screen. However, there were no delays or adverse events or injuries reported based on this event.